Manufacturer narrative:
The returned product was evaluated and performed as designed. The investigation could not determine what caused the customer complaint of pain at the insertion site. Residual adhesion was felt when peeling the adhesive pad apart from itself. The device was returned with stains present on the adhesive pad. The needle was sharp and not blunted. No defects or deficiencies that would cause the cannula failing to insert correctly and/or the pump failing to deliver insulin correctly were observed. The reported complaint of pain at the insertion site could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / page 34 warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached around 300 mg/dl while wearing the pod between 4 and 24 hours. The pod's cannula had become dislodged from the infusion site (arm). A new pod was applied after the event along with manual injections of insulin.